Manufacturer narrative:
(B)(4). G2: foreign: australia. Diligence is in progress to determine whether the device is available for further evaluation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that the packaging of the implant was found to be severely damaged upon receipt. Due to potential breach of sterility, the customer opted to not use the device. There was no patient involvement and no adverse events have been reported as a result of the malfunction.